Event description:
Spontaneous call from pt to report a pump malfunction. He went to change the batteries in the pump he is not using currently and got a system failure alert and to send for maintenance. No interruption in therapy. Sn# (B)(4). I told him we will replace the pump/return box. Reported to (B)(6) by pt/giver.